Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of the true metrix test strips. The customer stated that she had two vials, same lot number, and that some of the test strips, in both vials, have an orange-rust color on them. The customer stated the discoloration was on the end of the test strip that is inserted into the meter. The test strip lot manufacturer¿s expiration date is 08/31/2023. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 31-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Complaint was forwarded to production operations based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by production operations. No abnormalities observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.